Event description:
It was reported to globus (B)(6) 2013 that a cervical titanium xpand implant had collapsed, causing the screws in the plate to cut through the vertebral body. Revision surgery took place (B)(6) 2013 at the (B)(6).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product has not been returned for evaluation, however a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The implant has not been returned for evaluation. If and when the implant is returned, we will evaluate and file a supplemental report. Without the lot number , we are unable to determine the date of manufacture.